Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the issue occurred on (B)(6) 2023. The customer did not identify a solution during the procedure. The issue had occurred a few times, but the specific dates could not be provided. There was no patient injury due to the issue. Isi did receive a da vinci products involved with this complaint to perform failure analysis. Failure analysis tested the universal surgical manipulator (usm) and did not find any issues. One of the flex op was analyzed and found to have an issue. The unit was installed onto system and started in normal mode. In normal mode, the unit was drifting when arm 4 was clutched. The second flex op was analyzed and found to have an issue. The unit was installed onto a system and could not pass flex 4 calibration as it was failing on range error and primary regions calibrations on both primary and secondary sensors. The drifting issue could not be checked. The unit was also triggering error 23103 on arm 4 on normal mode startup before the calibration attempt.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis did not replicate the reported complaint. The usm was tested on an in-house system and passed all the tests with no errors. Isi received the set up joint (suj) involved with this complaint and completed the device evaluation. Failure analysis did not confirm the reported complaint. However, the fiber coupler was found to be broken in half. The suj did not trigger any errors when an in-house fiber coupler was installed for testing. After the failure analysis was completed, the orienting platform (op) flex was identified to be the source of the reported drifting issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 4 moved automatically with error 100 noted in the system logs. The customer was able to continue the procedure without further issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was not able to reproduce the reported issue. However, universal surgical manipulator (usm) 4 did tend to swing out when the breakaway clutch was activated. This swinging issue may be affected by the floor leveling. The fse installed instruments and test drove system. No issues were found. System verified and ready for use. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse's service visit did not reveal any issues related to the customer reported event.